Manufacturer narrative:
The reported event of a controller failed alarm could not be confirmed for the unknown controller. Review of the manufacturing documentation could not be performed since the device's product ID is unknown. Log file analysis was not conducted since log files were not available. Analysis of the device could not be performed since the device was not returned for evaluation. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that the patient called the on call pager stating that he was received a controller failed alarm, and changed to his back up controller. His wife states that while the patient was sleeping that morning the controller made 3 beeps, then stopped, then made three additional beeps then the high priority alarm occurred. The patient does not know what the alarm message was on the controller when the three beeps occurred. He changed his controller to his backup. The patient was provided with a new controller from hospital inventory. He tolerated controller change well.